Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image issue was due to a faulty scope socket. However, the specific cause of the faulty scope socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the evis exera iii xenon light source, error codes b30 and e216 were displayed. The image was not clear (fuzzy). Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed/reproduced. The customer unit was tested using olympus test scopes and video processor and the image stabilized without any issue. Additionally, the evaluation revealed: the front panel mouth was cracked; bad scope socket (locking mechanism not protecting the pins); corrosion inside scope socket tubing; and corrosion inside air pump tubing. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.